Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), uterine perforation ('mirena malfunction-perforated uterus'), genital haemorrhage ('irregular bleeding'), autoimmune disorder ('autoimmune disorder-type of disorder :illnesses last longer and are more intense than before'), uterine leiomyoma ('reproductive system disorder or condition ¿ fibroids'), genital cyst ('reproductive system disorder or condition:cyst') and cholecystectomy ('gastrointestinal or digestive system condition - gallbladder removal') in an 18-year-old female patient who had essure (batch no. 624928-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system for birth control. The patient's medical history included arthritis. Concurrent conditions included obesity, tennis elbow, gout, fatty liver, shoulder tendinitis, peripheral neuropathy, carpal tunnel syndrome, dysfunctional uterine bleeding and cyst. Concomitant products included aripiprazole (abilify) from 2011 to 2015, bupropion hydrochloride (wellbutrin) from 2014 to 2016, dicycloverine hydrochloride (dicyclomine) since 2017, dihydroergotoxine mesilate (gabenine) since 2015, diphenhydramine hydrochloride from 2011 to 2016, formoterol fumarate;mometasone furoate (dulera) since 2018, ibuprofen since 2016, lamotrigine since 2015, loratadine since 2005, medroxyprogesterone acetate (depo provera) in 2015, melatonin from 2014 to 2016, metoclopramide hydrochloride (metoclopramide hcl) since 2016, ondansetron (ondansetron odt drla) in 2017, paracetamol, ranitidine hydrochloride (zantac) since 2008, salbutamol (albuterol) since 1985, solifenacin succinate (vesicare) since 2016, venlafaxine hydrochloride (effexor) since 1991 and vitamin d nos (vitamin d) from 2011 to 2015. In 2007, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 24 mcg/24hr continuously. In 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/pain and abnormal bleeding preventing intercourse"). On 3-oct-2008, the patient had essure inserted. In 2009, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("other injury(ies) or complication(s) -hair loss"), back pain ("pain low back"), abdominal pain upper ("pain upper abdominal"), pain in extremity ("pain hands"), headache ("pain head") and abdominal pain lower ("pain lower abdominal"). In 2010, the patient experienced autoimmune disorder (seriousness criterion medically significant). In 2012, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction - skin rash on hands/feet / rashes or skin conditions") and migraine ("migraines / headaches"). In 2013, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and experienced genital cyst (seriousness criterion medically significant), urinary incontinence ("bladder or urinary problems or changes: bladder weakness-leaking"), tooth loss ("dental problems recession-loss of teeth") and vision blurred ("vision/eye problems ¿ blurry"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and anaemia ("blood or heart disorder/condition - type:anemic in past\ anemia") and was found to have heart rate irregular ("blood or heart disorder/condition - type:irregular heart beat"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), depression ("psychological or psychiatric problems-condition / mental disorder - ptsd depression"), post-traumatic stress disorder ("psychological or psychiatric problems-condition / mental disorder - ptsd depression"), weight fluctuation ("weight gain/loss(specify which one) loss/ weight gain-back and forth"), colitis ("gastrointestinal or digestive system condition - colitis") and irritable bowel syndrome ("gastrointestinal or digestive system condition -ibs") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (ablation and d & c, cyst removal and fibroid removal). Essure treatment was not changed. Mirena was removed in 2009. At the time of the report, the menorrhagia, vaginal haemorrhage, uterine perforation, genital haemorrhage, autoimmune disorder, uterine leiomyoma, genital cyst, cholecystectomy, dermatitis allergic, female sexual dysfunction, depression, post-traumatic stress disorder, urinary incontinence, migraine, anaemia, heart rate irregular, nausea, tooth loss, dysmenorrhoea, dyspareunia, vision blurred, fatigue, weight fluctuation, colitis, irritable bowel syndrome, alopecia, back pain, abdominal pain upper, pain in extremity, headache and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anaemia, autoimmune disorder, back pain, cholecystectomy, colitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital cyst, genital haemorrhage, headache, heart rate irregular, irritable bowel syndrome, menorrhagia, migraine, nausea, pain in extremity, post-traumatic stress disorder, tooth loss, urinary incontinence, uterine leiomyoma, vaginal haemorrhage, vision blurred and weight fluctuation to be related to essure. The reporter considered uterine perforation to be unrelated to essure. The reporter provided no causality assessment for abdominal pain lower, abdominal pain upper, alopecia, anaemia, autoimmune disorder, back pain, cholecystectomy, colitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital cyst, genital haemorrhage, headache, heart rate irregular, irritable bowel syndrome, menorrhagia, migraine, nausea, pain in extremity, post-traumatic stress disorder, tooth loss, urinary incontinence, uterine leiomyoma, vaginal haemorrhage, vision blurred and weight fluctuation with mirena. The reporter considered uterine perforation to be related to mirena. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on 30-mar-2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient medical records: uterine leiomyoma, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-aug-2019: update of information (batch is not valid). A female patient had levonorgestrel ius (mirena) inserted in 2007 and experienced uterine perforation. The lng-ius was removed in 2009. The patient had fallopian tube occlusion insert (essure) inserted in oct-2008 (concomitant use of essure and mirena), and experienced menorrhagia, vaginal haemorrhage, genital haemorrhage, autoimmune disorder, uterine leiomyoma and genital cyst after lng-ius removal. Patient also underwent cholecystectomy (indication not provided) at an unspecified period of time, but reported in association only with essure. The reporter considered uterine perforation to be related to mirena, and all other events to be related to essure. Uterine perforation, menorrhagia, vaginal haemorrhage and genital haemorrhage are listed for both mirena and essure, while the other events are unlisted for both according to mirena and essure reference safety information. Uterine perforation is a known adverse event associated with intrauterine devices. In this case, it was described in association with lng-ius. Therefore, considering mirena safety profile and nature of the event, causality was assessed as related to mirena. All other events were described in association with essure, thereby company assessed them as unrelated to mirena. Considering the essure safety profile, menorrhagia, vaginal haemorrhage and genital haemorrhage were assessed by company as related. The patient underwent an ablation procedure due to menorrhagia and vaginal haemorrhage, therefore these events were also regarded as incident (intervention required). Based on the local mechanism of action of essure, eliciting a benign tissue in-growth that occludes the lumen of the fallopian tubes, without the release of hormones or any other substance, company deems causality to autoimmune disorder, uterine leiomyoma, genital cyst and cholecystectomy as unrelated to essure.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), uterine perforation ('mirena malfunction-perforated uterus'), genital haemorrhage ('irregular bleeding'), autoimmune disorder ('autoimmune disorder-type of disorder: illnesses last longer and are more intense than before'), uterine leiomyoma ('reproductive system disorder or condition ¿ fibroids'), genital cyst ('reproductive system disorder or condition: cyst') and cholecystectomy ('gastrointestinal or digestive system condition - gallbladder removal') in an 18-year-old female patient who had essure (batch no. 624928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system for birth control. The patient's medical history included arthritis. Concurrent conditions included obesity, tennis elbow, gout, fatty liver, shoulder tendinitis, peripheral neuropathy, carpal tunnel syndrome, dysfunctional uterine bleeding and cyst. Concomitant products included aripiprazole (abilify) from 2011 to 2015, bupropion hydrochloride (wellbutrin) from 2014 to 2016, dicycloverine hydrochloride (dicyclomine) since 2017, dihydroergotoxine mesilate (gabenine) since 2015, diphenhydramine hydrochloride from 2011 to 2016, formoterol fumarate;mometasone furoate (dulera) since 2018, ibuprofen since 2016, lamotrigine since 2015, loratadine since 2005, medroxyprogesterone acetate (depo provera) in 2015, melatonin from 2014 to 2016, metoclopramide hydrochloride (metoclopramide hcl) since 2016, ondansetron (ondansetron odt drla) in 2017, paracetamol, ranitidine hydrochloride (zantac) since 2008, salbutamol (albuterol) since 1985, solifenacin succinate (vesicare) since 2016, venlafaxine hydrochloride (effexor) since 1991 and vitamin d nos (vitamin d) from 2011 to 2015. In 2007, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 24 mcg/24hr continuously. In 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/pain and abnormal bleeding preventing intercourse"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("other injury(ies) or complication(s) -hair loss"), back pain ("pain low back"), abdominal pain upper ("pain upper abdominal"), pain in extremity ("pain hands"), headache ("pain head") and abdominal pain lower ("pain lower abdominal"). In 2010, the patient experienced autoimmune disorder (seriousness criterion medically significant). In 2012, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction - skin rash on hands/feet / rashes or skin conditions") and migraine ("migraines / headaches"). In 2013, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and experienced genital cyst (seriousness criterion medically significant), urinary incontinence ("bladder or urinary problems or changes: bladder weakness-leaking"), tooth loss ("dental problems recession-loss of teeth") and vision blurred ("vision/eye problems ¿ blurry"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and anaemia ("blood or heart disorder/condition - type: anemic in past\ anemia") and was found to have heart rate irregular ("blood or heart disorder/condition - type:irregular heart beat"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), depression ("psychological or psychiatric problems-condition / mental disorder - ptsd depression"), post-traumatic stress disorder ("psychological or psychiatric problems-condition / mental disorder - ptsd depression"), weight fluctuation ("weight gain/loss(specify which one) loss/ weight gain-back and forth"), colitis ("gastrointestinal or digestive system condition - colitis") and irritable bowel syndrome ("gastrointestinal or digestive system condition -ibs") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (ablation and d & c, cyst removal and fibroid removal). Essure treatment was not changed. Mirena was removed in 2009. At the time of the report, the menorrhagia, vaginal haemorrhage, uterine perforation, genital haemorrhage, autoimmune disorder, uterine leiomyoma, genital cyst, cholecystectomy, dermatitis allergic, female sexual dysfunction, depression, post-traumatic stress disorder, urinary incontinence, migraine, anaemia, heart rate irregular, nausea, tooth loss, dysmenorrhoea, dyspareunia, vision blurred, fatigue, weight fluctuation, colitis, irritable bowel syndrome, alopecia, back pain, abdominal pain upper, pain in extremity, headache and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anaemia, autoimmune disorder, back pain, cholecystectomy, colitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital cyst, genital haemorrhage, headache, heart rate irregular, irritable bowel syndrome, menorrhagia, migraine, nausea, pain in extremity, post-traumatic stress disorder, tooth loss, urinary incontinence, uterine leiomyoma, vaginal haemorrhage, vision blurred and weight fluctuation to be related to essure. The reporter considered uterine perforation to be unrelated to essure. The reporter provided no causality assessment for abdominal pain lower, abdominal pain upper, alopecia, anaemia, autoimmune disorder, back pain, cholecystectomy, colitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital cyst, genital haemorrhage, headache, heart rate irregular, irritable bowel syndrome, menorrhagia, migraine, nausea, pain in extremity, post-traumatic stress disorder, tooth loss, urinary incontinence, uterine leiomyoma, vaginal haemorrhage, vision blurred and weight fluctuation with mirena. The reporter considered uterine perforation to be related to mirena. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient medical records: uterine leiomyoma, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs and mr was received. Lot number was added. Previously added injury nos was replaced with abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), skin rash on hands/feet, apareunia, bladder weakness - leaking, migraines/headaches, fibroids, cysts, anemia, irregular heart beat, nausea, loss of teeth, dysmenorrhea, dyspareunia, blurry vision, fatigue, weight gain/weight loss, colitis, ibs, gallbladder removal, hair loss, lower abdominal pain, headache, lower back pain, upper abdominal pain, hand pain, genital bleeding, depression, ptsd, uterine perforation were added. New reporters were added. Patient demographic was added. Concomitant and historical conditions were added. Concomitant drugs were added. Event onset date were added. Lab data was added. Mirena added as co suspect drug. A female patient had levonorgestrel ius (mirena) inserted in 2007 and experienced uterine perforation. The lng-ius was removed in 2009. The patient had fallopian tube occlusion insert (essure) inserted in (B)(6) 2008 (concomitant use of essure and mirena), and experienced menorrhagia, vaginal haemorrhage, genital haemorrhage, autoimmune disorder, uterine leiomyoma and genital cyst after lng-ius removal. Patient also underwent cholecystectomy (indication not provided) at an unspecified period of time, but reported in association only with essure. The reporter considered uterine perforation to be related to mirena, and all other events to be related to essure. Uterine perforation, menorrhagia, vaginal haemorrhage and genital haemorrhage are listed for both mirena and essure, while the other events are unlisted for both according to mirena and essure reference safety information. Uterine perforation is a known adverse event associated with intrauterine devices. In this case, it was described in association with lng-ius. Therefore, considering mirena safety profile and nature of the event, causality was assessed as related to mirena. All other events were described in association with essure, thereby company assessed them as unrelated to mirena. Considering the essure safety profile, menorrhagia, vaginal haemorrhage and genital haemorrhage were assessed by company as related. The patient underwent an ablation procedure due to menorrhagia and vaginal haemorrhage, therefore these events were also regarded as incident (intervention required). Based on the local mechanism of action of essure, eliciting a benign tissue in-growth that occludes the lumen of the fallopian tubes, without the release of hormones or any other substance, company deems causality to autoimmune disorder, uterine leiomyoma, genital cyst and cholecystectomy as unrelated to essure.